Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software and the calibration files were reloaded. The customer declined the printed circuit board to be replaced. As long as the unit is allowed to rebuild the files at startup there are no issues. Otherwise it may intermittently require software reloads. The system was returned to service.